Event description:
It was reported that the cylinders of this inflatable penile prosthesis (ipp) broke down near the hard input tubing area. The device was explanted and replaced. There were no patient complications reported.